Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine device check. Upon device interrogation, the right atrial lead exhibited loss of capture, loss of sensing and high impedances. The lead was explanted and replaced successfully without adverse consequences to the patient.